Event description:
It was reported that, the patient underwent rectal surgery on (B)(6) 2026, during which a disposable sterile catheter was inserted according to the specifications and fixed in the bladder after inflating the balloon according to the standard dosage, and continued to be retained to drain the urine. On (B)(6) 2026, the patient was found to have a large amount of urine leakage from the urethral opening in the morning nursing care, and the catheter was seen to be detached from the body in its entirety outward, and the examination confirmed that the balloon at the front end of the tubing was ruptured and could not be maintained to fill and fix the catheter. The catheter was immediately removed and replaced with a new catheter of the same specification, which did not cause any secondary injuries such as urethral tear, hemorrhage, and urinary tract infection; if the balloon had not been detected in time, it could have caused urethral mucous membrane contusion, hemorrhage, bladder infection, urinary retention, and other adverse consequences.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.